Event description:
It was reported that during a stenting treatment procedure the shaft fractured. The calcified lesion was located in the mid right coronary artery. The physician was attempting to deliver the liberte bare (mr) ous 12mm 4.00 stent and encountered resistance. Pushing the catheter, the mid part of the shaft broke. The physician removed the wire, guide catheter and both portions of the broken catheter together as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is satisfactory.

Event description:
On (B)(6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on september 30, 2010 and obtained the following information. The patient's mother reported that the alleged inaccuracy began in (B)(6) 2010. The reporter stated that the patient began to obtain blood glucose readings in the "200 and above' range with subject meter. Prior to when the alleged issue started, the patient's mother claimed the patient would generally obtain blood glucose readings in the "170 mg/dl" range. On an unspecified date/time, the patient's mother reported that the patient obtained a blood glucose result with the subject meter that was approximately 50 points higher than the result obtained on a laboratory device (results not recalled by reporter). The patient is on an insulin pump. The patient's mother reported that on several different occasions (dates and times not known) the patient developed symptoms of profuse sweating, leg pain, and headaches approximately 1 hour after he was administered a correctional dose of insulin based on a result obtained with the subject meter. The reporter stated that the patient would treat himself with food, drink, or glucose tablets in response to the symptoms and would feel better afterwards. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/22/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.